Event description:
During an incident on 10/12/01 involving a male pt who had been down in full arrest for 15 minutes to 1/2 hour, the defibrillator prompted "check electrodes". The crew noticed that one of the prongs on the pt cable was broken where it plugs into the defibrillator. They don't know how it happened. The pt was transported to a hosp and was pronounced there. The reporter is confident this did not compromise pt care; the pt was terminally ill and would not have been saved.